Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-17511 and 17512. The patient received 2 supra-orbital model 3156 scs leads (off-label) and 2 occipital model 3163 scs leads (off-label). The model 3163 leads have the same lot number. It was reported, the patient's scs leads were explanted and replaced due to 2 of the leads migrating which resulted in a change in stimulation. The issue resolved with the surgical intervention.